Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing positional stimulation and the feeling that her scs lead was "moving around" (date of event is unknown). The patient's scs system was explanted and replaced with a competitor's system.